Event description:
Failure to alarm. Wound nurse went in to change the patients dressing and found the pump running with the dressing lifted on the area closest to the groin and no alarm sounding. The drainage was serous fluid, looked like the dressing had been leaking throughout the night.

Event description:
Failure to alarm. Wound nurse went in to change the patients dressing and found the pump running with the dressing lifted on the area closest to the groin and no alarm sounding. The drainage was serous fluid, looked like the dressing had been leaking throughout the night.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.